Manufacturer narrative:
The subject ltf-s190-5 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the ltf-s190-5, an error b30 which indicated ¿scope communication error¿ appeared on the monitor and an endoscopic image disappeared. The user replaced the subject ltf-s190-5 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
The subject ltf-s190-5 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Omsc confirmed the subject device, and could duplicate the user¿s report. Furthermore omsc checked only the imaging module as single item by disassembling of the subject device and found that the abnormal image occurred. The cable of the imaging module had no failure relating the abnormal image. Therefore omsc concluded that the ccd unit of the imaging module might have malfunction. The exact cause of the malfunction of the ccd unit could not be conclusively determined, however, there was the possibility that some electrical stress (accidental electrical short and / or over current and so on due to inappropriate handling by the user) was attributed to it. The instruction manual provide warnings and how to inspect the device. Warning do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector to the video system center completely by pushing the video connector until it clicks. Otherwise, faulty contact can result. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Inspection confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.